Manufacturer narrative:
The bwi product analysis lab received the device for evaluation 06-jul-2026. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an idiopathic premature ventricular contraction (pvc) and atrial flutter ablation procedure with a qdot micro catheter and the patient experienced a cardiac tamponade which required pericardiocentesis. When looking for the cavotricuspid line and after the pvc ablation, the pericardial effusion was noticed and confirmed using intracardiac echocardiogram. When the pericardial effusion was discovered, the patient was in atrial flutter. The patient's blood pressure dropped to 60/40. The patient was cardioverted and the blood pressure issue resolved. The procedure was aborted. The medical intervention provided was pericardiocentesis and the patient was stable. The patient did require extended hospitalization due to drain placement. The caller reported that the carto 3 system was used for mapping and the ngen generator/qdot catheter and the farapulse system/farapoint catheter were used for ablation. One transseptal puncture site was performed during the procedure. Three radiofrequency lesions and multiple competitive bsx pulse field ablation lesions were done. All ablations were outside of the pulmonary veins. There were four sheath and catheters exchanges during the procedure. The correct catheter settings were selected on the generator. No issues with the flow rate change at the start of the ablation. No error messages observed on biosense webster equipment during the procedure. The physician¿s opinion on the cause of the event is unknown, however the location of the event is believed to be the left ventricle.